Event description:
It was reported that the customer was hospitalized in 2011 due to high blood glucose levels. The customer's blood glucose was 700 mg/dl at the time of the hospitalization. The customer stated that she treated herself on her own. The customer stated that she had been off the insulin pump for over a year per her doctor's instructions. The customer was inquiring about returning to insulin pump therapy. The customer's blood glucose at the time of the call was 549 mg/dl. The customer had already treated herself. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.